Manufacturer narrative:
Citation: huseyin dursun. Five years of experience with tavi for severe aortic stenosis in a single center: high procedural success with low rates of complications with different types of bioprosthetic valves. Anatolian journal of cardiology. (B)(6) 2017; 18(suppl 1): 3. Doi: not available earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding five year patient outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2012 and 2017. The study population included 171 patients, 134 of which were implanted with a corevalve. Serial numbers were not provided. The study population mean age was 78.2 ± 7.9 years. Among all patients adverse events included: cerebral vascular accident (cva), permanent pacemaker implant, greater than mild paravalvular leak (pvl), vascular complications, cardiac tamponade treated with pericardiocentesis or surgery, valve-in-valve implant, and ventricular septal defect. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.